Event description:
It was reported that access was through the right side for treatment of the left iliac artery. There was no tortuosity or calcification present in the artery. The stent delivery system was advancing over the horn when it was observed that the stent had started to deploy. After retraction of the device from the patient, it was confirmed that the stent had started to deploy. The handle was still in the locked position. A new absolute pro was used successfully to complete the case. There was no clinically significant delay or adverse patient effects reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for analysis. The premature deployment was able to be confirmed. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.